Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cesarean section under combined hard waist anesthesia procedure on (B)(6) 2024 and suture was used. During the procedure, when the doctor was suturing the uterus during surgery, the problem of pulling off suture needle happened halfway through. The instrument department nurse and the surgeon jointly checked the integrity and reopened a bag of suture to continue the surgery. After the surgery was successfully completed, the patient was checked again and sent back to the ward. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: eceived information as following from sales rep via phone today. After investigation, the patient was a 29-year-old woman who underwent cesarean section under combined spinal-epidural anesthesia in (B)(6) hospital on (B)(6) 2024. The operator used vcp358h for suturing the uterine tissue (the specific suture tissue level and suturing method were unknown) during the surgery. The pull off suture needle occurred during the suturing. The operator immediately took out the detached needle and checked the product integrity. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) for sewing. The subsequent surgery went smoothly. The surgery and anesthesia time was prolonged for about half an hour due to this event. No subsequent adverse event report was received.